Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed the sensor due to itching. Patient's mother claimed that when she removed the sensor the skin was bright red under the adhesive. Patient's mother called the doctor who recommended protective adhesive for the next sensor insertion. Currently the patient is feeling fine and the redness is gone.